Event description:
The customer reported that the device reading[s] are inaccurate; the values were significantly lower as well as inconsistent. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. All alarm conditions were audible and visible. A foreign contaminant was found on the detector lens causing the measurements to be outside of specification. Health effect impact code: no adverse event; no patient impact.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device reading[s] are inaccurate; the values were significantly lower as well as inconsistent. There was no patient impact or consequence reported.